Manufacturer narrative:
Correction: d9. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
No new information.

Event description:
It was reported that the device is not holding pressure during a procedure at the user facility. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
This was reported thru medwatch - mw5165572.